Event description:
It was reported that a patient incident occurred with an erbe vio dv electrosurgical unit (esu/generator) during a davinci-assisted appendectomy. The esu was used with a neutral electrode (ne) from an unknown manufacturer. No other information was provided regarding any other accessory used or the esu settings employed during the incident. Per the account, the operation was performed as planned without delays, errors, or alarms. A skin lesion was observed under the adhesive surface of the ne. The lesion was described as "slight bruising"; however, no further information was provided regarding the size, exact appearance, and degree of the possible burn. It was noted that further treatment of the affected skin was not necessary.

Manufacturer narrative:
The electrosurgical unit (esu/generator) was initially examined by an intuitive surgical, inc. (Isi) field service engineer (fse) per the customer's request. No cause of the event was determined by the isi fse. However, error code m-b0 was found in the generator's log. This code instructs the user to "check neutral electrode alignment. Ensure that the long edge of the neutral electrode points towards the operating field." Based upon the erroring, it is possible that the "slight bruising" is a mild thermal burn due to improper orientation of the neutral electrode. However, no conclusive determination could be made as to the cause or causes(s) of the incident. No anomalies were found in the review of the device history record (DHR) of the generator. The unit is to be returned to erbe for an evaluation. If the esu is found to have caused or contributed to the event then a follow-up MDR will be filed.